Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.